Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be confirmed. There was contamination observed on the adhesive foam pad, and the device was returned with packaging tape attached to the foam pad. Due to the condition of the adhesive pad upon receipt, it is not possible to evaluate the adhesion properties that would result to a fall of the device.

Event description:
Patient stated v-gos fall off after he sweats. Patient stated he applies v-gos at bedtime, but after sweating, the v-gos fall off.